Event description:
Customer reports the use by date on the compact test strip drum as 11/2009. Manufacturer's batch record confirmed the actual use by date to be 11/30/2008. No adverse event reported. Requested return of suspect device, and replacement was sent.